Event description:
Low blood sugars and passed out [hypoglycaemic unconsciousness]. Case description: spontaneous report received from the united states and reported by a consumer as "low blood sugars and passed out". It concerns a female patient treated with novopen 3 (insulin delivery device) (duration unk) and novolog penfill (insulin aspart) from (drug first dose unknown, drug use ongoing) for "diabetes mellitus insulin-dependent". Medical history included low blood glucose and hysterectomy. The woman reported that in 2007, prior to the event, her novopen 3 device was not working properly and too much insulin was coming out during her injections. She reported that on that same day, she took her scheduled dose of 6 lu of novolog penfill insulin at breakfast and lunch, using the device in question, and ate both meals. She explained that during these injections she noticed the plunger inside the cartridge kept moving even after she was done depressing the push button on the device. At 3 p.m. In the same month, she became sleepy and told her aunt that she needed to lie down for a nap. Shortly afterward (exact time unknown), her aunt and son went to check on her and they were unable to wake her up. Her son attempted to give her glucose tablets but when he realised that she was unconsciousness he called emergency medical services (ems). At the time of ems arrival, her blood glucose was reported to be low at 45-50 mg/dl. The woman reported that she was treated with intravenous fluids and intravenous dextrose. She reported that after treatment, she eventually became fully awake and oriented and her blood glucose level returned to normal (level unknown) the event resolved that same day without any further treatment. The patient stated that she did not require an emergency room visit and was not hospitalised. Outcome was reported as recovered in 2007. The patient continued to use the device and insulin in question for subsequent injections after the event, but decreased her dose by 1 unit for each injection. Since then she had not experienced any further problems. The patient did not start any new products prior to the onset of the event and did not have any recent diet, activity, or health status changes. She performs an air shot prior to each injection, removes the disposable needle immediately afterwards, and does not re-use the disposable needles (type unknown.) The insulin did not have had any abnormalities in appearance and was stored as per recommendations. According to the patient, neither the insulin or delivery device were not exposed to temperature extremes. Reporter's causality: unknown. Novo nordisk's causality: reportable. A request for the return of the device was sent to the consumer.